Manufacturer narrative:
The device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, ten months, and two days following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death was unknown. Per the physician, the causal relationship between the death of the patient and device was unknown. No further information was provided.